Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead (ra) exhibited noise episodes. Programming changes were discussed but no intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.